Event description:
It was reported that the sponge of a minicap was completely out of the cap. This was noted before patient use. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The manufacturing date for this product: 04/24/2014 ¿ 05/02/2014. A review of all batch record documents was performed for lot number gd896936 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. The device was not returned for analysis; therefore, no evaluation could be performed. If additional relevant information is obtained, then a follow-up MDR will be submitted.